Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl and an unspecified level of ketones causing customer to fall and sustain an unspecified shoulder injury. The cause was unknown; however, customer was not wearing their non-tandem continuous glucose monitor and was unaware of bg level. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.